Event description:
Skin breakdown and abrasions found on patient's arm with use of the e-thotic. Injuries found on f/u visits after surgery, usually a week after surgery. The reductions are great, it is the post-op when the e-thotic is placed on the child where the skin breakdown appears when the child comes back for check ups. Has happened in "no less than 5 cases, no more than 10 cases". They believe the area inside of the orthotic does not breathe well, causing moisture to build up inside.